Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29220. Related manufacturer reference number: 2017865-2021-29221. It was reported that the patient presented with oversensing of noise on both their right atrial (ra) and right ventricular (rv) leads. The physician elected to cap and replace the rv lead on (B)(6) 2021, while keeping the ra lead active. The physician determined that the pacemaker was potentially the cause of the oversensing since it was on the safety notification. Therefore, the physician also elected to explant and replace the device. The patient was in stable condition.